Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. A definitive root cause was not identified for the complained device, however based on the results of the investigation, the probable cause of the " improperly reprocessed device used in procedure. " malfunction would likely be related to reprocessor (oer elite) because the water and air filter were not changed on schedule. The event can be prevented by following the instructions for use which state: chapter 8 replacement of consumable items -8.4 replacing the water filter (maj-824 or maj-2318) -to prevent contamination of the rinse water, the water filter should be replaced every month when the prefilter is not used or every six months when the prefilter is used. -warning ·replace the water filter at least every month when the prefilter is not used or every six months when the prefilter is used. If the water filter is not replaced regularly, the performance of the water filter drops, and insufficient elimination of microorganisms in the water may cause contamination of the reprocessor piping. As a result, the reprocessing of endoscopes will be insufficient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the endoscope was incorrectly reprocessed. The scope was reprocessed using an endoscope reprocessor, where the internal air and water filters had not been replaced since the date of install. There were no reports of patient harm.